Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted into the intensive care unit (ICU) for 2 days due to high blood glucose (bg) levels of 566 mg/dl, nausea and vomiting, while wearing the pod on the abdomen between 36 and 48 hours. At the hospital, the patient was administered insulin doses until stable. The pod was lost.